Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. (B)(4). This report is for unknown screw/unknown lot number. Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. Report was initially submitted on nov 1, 2017, but the FDA site was down. Advised by FDA on nov 6, 2017 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient reported with pain related complaints and was scheduled for a removal of a variable angle (va) condylar plate removal surgery on (B)(6) 2017 to undergo a total hip replacement. The patient was initially implanted with one (1) va condylar plate, two (2) unknown cables, an unknown quantity of screws on an unknown date. Subsequently the patient had pain and a removal of the construct was scheduled. The surgeon decided to revise the initial construct to a total hip replacement on (B)(6) 2017. It is unknown if there is any malfunction against the va condylar plate, cables and screw(s) construct. This complaint involves an unknown number of devices. (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update oct 6, 2017: it was reported that a patient reported with pain related complaints and is scheduled for a removal of a variable angle (va) condylar plate removal surgery on (B)(6) 2017 to undergo a total hip replacement. The patient was initially implanted with one (1) va condylar plate, two (2) unknown cables, an unknown quantity of screws on an unknown date. Subsequently the patient had pain and a removal of the construct was scheduled. The surgeon decided to revise the initial construct to a total hip replacement on (B)(6) 2017. Nothing left implanted. Removal of implants and the total hip arthroplasty was successful. 2 cables were located under the plate and hence the surgeon left them inside the patient since it would have been more destructive to take them out, besides the cables did not cause any discomfort or pain as per the surgeon. Plate was removed due to distal pain. He did not say anything else. Everything came out intact. No nonunion. Fracture was healed. It is unknown if there is any malfunction against the va condylar plate, cables and screw(s) construct.